Event description:
Consumer complaint of low blood results. Expected blood glucose results range from 90 to 130 mg/dl. Back to back blood test performed during call two hours after meal ((B)(6) 2013; 1:42 pm) with results of 63 mg/dl and 67 mg/dl. Test strips lot MFR's expiration date is 11/30/2014. Recall test results performed from meter memory: (B)(6), 10:13 am, 67 mg/dl; (B)(6), 10:12 am, 57 mg/dl; (B)(6), 09:51 am, 62 mg/dl;(B)(6), 09:45 am, 52 mg/dl; (B)(6), 05:23 am, 77 mg/dl, fasting. Based on the customers expected results (130) and the lowest result from memory (52). The complaint is reportable. (Zone b/c). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. Internal report # (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification, ((B)(6) 2013). Most likely underlying root cause of malfunction: user had an inaccurate reference.